Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "no tip on fiber" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that during a bph surgical procedure "fiber damaged; broken before using." Originally reported "end firing". The fiber was exchanged and the second fiber exhibited "fiber burnt at tip" at 41,840 joules of use and 8:18 minutes. Originally reported "end firing". The fiber tip (cap) of second fiber was not cleaned during the procedure. The case was completed with third fiber. Originally reported "the case was completed with fourth fiber".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, three moxy fibers did not have tips, so these were end firing. The surgery was completed by utilizing fa ourth fiber. Patient outcome: "no injury to the patient" reported. This report is for first fiber.